Manufacturer narrative:
(B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 160610, medical device expiration date: 08/31/2017, device manufacture date: 09/09/2016. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed

Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin had gel smeared in them. No serious injury or medical intervention reported.

Manufacturer narrative:
Medical device type: corrected to jka. PMA / 510(k)#: corrected to k101502.